Event description:
It was reported that during use on a patient the touch screen of the ventilator became unresponsive, resulting in the inability to adjust ventilator parameters and rendering the device inoperable. As per report, this did not lead to consequences for the patient.

Manufacturer narrative:
The affected device was inspected by a dräger field service technician - the reported malfunction of the touch screen interface was confirmed and a failed electronic circuit board was indentified. The manufacturer concludes: an ongoing ventilation is not affected by a touch screen issue of the cockpit at this particular type of device. The user can see the on-going ventilation on the supplemental yellow/green oled-display on the ventilation unit wherein safety-relevant parameters as fio2, minute volume, or airway pressure are displayed. An alternative ventilation device must always be present (refer to the instructions for use of the device). The identified failed board was assessed to be an isolated case - the affected device was manufactured in november 2020 - the quality data does not show conspicuousness with respect to the reported problem.